Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. 12496680, 880423) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included obesity, seasonal allergy, insomnia, thyroid disorder, anemia, polycystic ovarian syndrome, vaginitis and iron deficiency anemia. Concomitant products included fentanyl from 2012 to 2014, hydrocodone since 2013 and oxycodone from 2013 to 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain ("severe back pain"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("severe migraines"), headache ("headaches with dizziness"), tooth disorder ("dental problems"), vision blurred ("blurred vision") and dizziness ("headaches with dizziness") and was found to have hormone level abnormal ("hormonal changes"). In 2012, the patient experienced bruxism ("grinding teeth"). In (B)(6) 2012, the patient experienced genital haemorrhage ("heavy bleeding\ abnormal bleeding(general)"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced keratoconus ("possible trigger for keratoconus"), depression ("depression"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), peripheral swelling ("swelling of the legs"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea with vomiting"), pelvic pain ("pain"), blindness ("progressive blindness") and vertigo ("vertigo "). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salphingectomy with removal of essure and partial hysterectomy with essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, abdominal pain, genital haemorrhage, keratoconus, dysmenorrhoea, depression, weight fluctuation, migraine, alopecia, peripheral swelling, vaginal haemorrhage, menorrhagia, tooth disorder, vaginal discharge, blindness, vision blurred, bruxism, vertigo and hormone level abnormal outcome was unknown and the back pain, fatigue, dyspareunia, headache, nausea, pelvic pain, weight increased and dizziness had resolved. The reporter considered abdominal pain, alopecia, back pain, blindness, bruxism, depression, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, keratoconus, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff had no history of suffering from migraines prior to undergoing the implantation of essure. Discrepancy noted in essure insertion (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes fully occluded.. Most recent follow-up information incorporated above includes: on 14-aug-2020: plaintiff fact sheet received. Lot number added. Events onset date, essure insertion date were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer. And describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and abdominal pain ('severe abdominal pain'). In an adult female patient who had essure (batch no. 12496680, 880423), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pregnancy. Concurrent conditions included: obesity, seasonal allergy, insomnia, thyroid disorder, anemia, polycystic ovarian syndrome, vaginitis and iron deficiency anemia. Concomitant products included: fentanyl from 2012 to 2014, hydrocodone since 2013 and oxycodone from 2013 to 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain ("severe back pain"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("severe migraines"), headache ("headaches with dizziness"), tooth disorder ("dental problems"), vision blurred ("blurred vision") and dizziness ("headaches with dizziness"). And was found to have hormone level abnormal ("hormonal changes"). In 2012, the patient experienced bruxism ("grinding teeth"). In (B)(6) 2012, the patient experienced genital haemorrhage ("heavy bleeding/abnormal bleeding(general)"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced keratoconus ("possible trigger for keratoconus"), depression ("depression"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), peripheral swelling ("swelling of the legs"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea with vomiting"), pelvic pain ("pain"), blindness ("progressive blindness") and vertigo ("vertigo "). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy with removal of essure and partial hysterectomy with essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, abdominal pain, genital haemorrhage, keratoconus, dysmenorrhoea, depression, weight fluctuation, migraine, alopecia, peripheral swelling, vaginal haemorrhage, menorrhagia, tooth disorder, vaginal discharge, blindness, vision blurred, bruxism, vertigo and hormone level abnormal outcome was unknown. And the back pain, fatigue, dyspareunia, headache, nausea, pelvic pain, weight increased and dizziness had resolved. The reporter considered abdominal pain, alopecia, back pain, blindness, bruxism, depression, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, keratoconus, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff had no history of suffering from migraines, prior to undergoing the implantation of essure. Discrepancy noted, in essure insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 33 kg/sqm. Hysterosalpingogram: on (B)(6) 2012, results: fallopian tubes fully occluded. Lot number#: 12496680, manufacturing date: 2011-07, expiration date: 2014-04; lot number#: 880423, manufacturing date: 2011-07, expiration date: 2014-07-31. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding") and keratoconus ("possible trigger for keratoconus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Concurrent conditions included obesity, seasonal allergy, insomnia, thyroid disorder, anemia, polycystic ovarian syndrome, vaginitis and iron deficiency anemia. Concomitant products included fentanyl from 2012 to 2014, hydrocodone since 2013 and oxycodone from 2013 to 2014. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced nausea ("nausea with vomiting"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision") and bruxism ("grinding teeth"). In 2013, the patient experienced back pain ("severe back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia") and weight increased ("weight gain"). In 2014, the patient experienced migraine ("severe migraines") and headache ("headaches with dizziness"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), keratoconus (seriousness criterion medically significant), depression ("depression"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), peripheral swelling ("swelling of the legs"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), pelvic pain ("pain") and blindness ("progressive blindness"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy with removal of essure) and surgery (partial hysterectomy with essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, abdominal pain, genital haemorrhage, keratoconus, dysmenorrhoea, depression, weight fluctuation, migraine, alopecia, peripheral swelling, vaginal haemorrhage, menorrhagia, tooth disorder, vaginal discharge, blindness, vision blurred and bruxism outcome was unknown and the back pain, fatigue, dyspareunia, headache, nausea, pelvic pain and weight increased had resolved. The reporter considered abdominal pain, alopecia, back pain, blindness, bruxism, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, keratoconus, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff had no history of suffering from migraines prior to undergoing the implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: fallopian tubes fully occluded. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received - new event "possible trigger for keratoconus, abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), headaches, nausea, dental problems, pain, vaginal discharge, progressive blindness, weight gain, blurred vision, grinding teeth" were added. Product implant and explant date was updated. New reporter were added. Historical conditions were added. Concomitant conditions were added. Fu1 and fu2 proceed together. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and abdominal pain ('severe abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included obesity, seasonal allergy, insomnia, thyroid disorder, anemia, polycystic ovarian syndrome, vaginitis and iron deficiency anemia. Concomitant products included fentanyl from 2012 to 2014, hydrocodone since 2013 and oxycodone from 2013 to 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), headache ("headaches with dizziness"), tooth disorder ("dental problems") and vision blurred ("blurred vision") and was found to have hormone level abnormal ("hormonal changes"). In 2012, the patient experienced bruxism ("grinding teeth"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding\ abnormal bleeding(general)"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced back pain ("severe back pain") and dyspareunia ("pain during intercourse / dyspareunia"). In 2014, the patient experienced migraine ("severe migraines"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced keratoconus ("possible trigger for keratoconus"), depression ("depression"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), peripheral swelling ("swelling of the legs"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea with vomiting"), pelvic pain ("pain"), blindness ("progressive blindness") and vertigo ("vertigo "). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salphingectomy with removal of essure and partial hysterectomy with essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, abdominal pain, genital haemorrhage, keratoconus, dysmenorrhoea, depression, weight fluctuation, migraine, alopecia, peripheral swelling, vaginal haemorrhage, menorrhagia, tooth disorder, vaginal discharge, blindness, vision blurred, bruxism, vertigo and hormone level abnormal outcome was unknown and the back pain, fatigue, dyspareunia, headache, nausea, pelvic pain and weight increased had resolved. The reporter considered abdominal pain, alopecia, back pain, blindness, bruxism, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, keratoconus, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff had no history of suffering from migraines prior to undergoing the implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes fully occluded. Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs received: new events- vertigo, hormonal changes were added. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), alopecia ("hair loss") and peripheral swelling ("swelling of the legs"). The patient was treated with surgery (partial hysterectomy with essure removal). At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, alopecia and peripheral swelling outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, peripheral swelling and weight fluctuation to be related to essure. The reporter commented: plaintiff had no history of suffering from migraines prior to undergoing the implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: fallopian tubes fully occluded. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.